Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with battery damage was confirmed during product evaluation by quality engineering. It was determined that the battery was older than two years from the install date and the batteries needed to be replaced. The main batteries and battery harness were replaced to correct this condition. A service history review revealed that this device was previously serviced for the reported condition. The batteries and harness were replaced during a previous service. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with battery damage; this condition had the potential to interrupt delivery. This condition was found in the biomed service department upon power up. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.